Event description:
An alarm was reported for a pump, identified as alarm 30, during its operation. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue despite assistance to load a new cartridge, and the cartridge alarm persisted. Consequently, the pump was under warranty and scheduled for replacement by technical support. The customer was instructed on using a backup insulin pump and given guidance on placing the faulty pump into storage mode before returning it with a pre-paid label.